Manufacturer narrative:
The device identification is unk at this time. The only known info is that it is part of vitoss family. Should further info become available or investigation be performed, a f/u report will be submitted. It should be noted that multiple attempts for further info were made by the stryker field rep which the physician declined to provide. Codes: other - no eval performed as no device identified. Conclusions: no conclusion can be drawn. Codes may be updated upon issue of f/u report.

Event description:
An unk device from the vitoss family was used in a mandibular cyst filling on the left side of the pt's face near the sinus mucosa. It was reported after surgery that the wound is breaking down with fistula formation and excursion of graft material. It was also noted by the field rep that after the case, the pt's airway was lost and had to be re-intubated. The procedure was completed and there are no other known adverse effects to the pt beyond those mentioned above.